Event description:
Healthcare professional (hcp) reported that patient "developed a t-cell reaction" after injection in lip with [unspecified] juvéderm® volift¿. Haven't received much information from the second patient so far, but the reaction is similar (first patient experienced "swelling on the cheek then developed into a small lump" and "t-cell granuloma"). Biopsy was not provided. Hcp says, that fortunately the patient responded very well to hylase and the hardening was resolved quickly and without any problems. This record relates pt2 injected with [unspecified] juvéderm® volift¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.